Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, replaced the touch screen display and the equipment worked properly.

Event description:
It was reported that a ventilator touch screen display was not working. There was no patient involvement.